Manufacturer narrative:
Concomitant medical products: dtmb1d1 device, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a slight decrease in pacing impedance. The lv lead remains in use. No further patient complications have been reported as a result of this event.